Event description:
A patient reported wanting to stop treatment due to their doctor stating these aligners were causing issues. He said that if the patient continues, they could lose teeth and damage their implants. The patient stated that they stopped wearing them for a few days and their gum inflammation and pain was so bad that they could not talk without pain. The patient had to stop using them so I could speak at work.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.